Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 242 mg/dl and sensor glucose was 56 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that they received calibration error alarms and a change sensor alarm. The customer stated that there was no bent cannula found. The representative to the customer explained how the glucose traveled to the body which can cause the inaccurate glucose readings. The sensor will be returned for analysis.

Manufacturer narrative:
Evaluated one random opened/used enlite sensor and perform continuity resistance test, sensor passed per specifications and perform bicarbonate buffer test and sensor passed with accurate readings.